Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump functioned normally when it was tested for 30 minutes for an infusion testing with customer ac power adapter, and no loose or damage found on the ac power cord. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the event history log revealed two occurrences of 'improper shutdown!' Messages. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. An improper shutdown message occurs when all power to the pump is lost and the history log alone cannot be used to determine if power was manually disconnected. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump powered off when pressure was put on alternating current (ac) or if it was moved. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.